Event description:
It was reported that "the intraaortic balloon pump broke." It was stated that blood was noted in the line. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that "the intraaortic balloon pump broke." It was stated that blood was noted in the line. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.